Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when fixating the mesh during a laparoscopic ventral hernia repair, several tacks worked as intended, but one tack eventually was not able to release from the device when placed into the mesh. The surgeon had to pull the device out while still engaged, and it pulled the mesh off. Additional reloads could not be locked onto the handle, and could not be securely fastened onto the shaft. The surgeon switched to another device to complete the case. There was no patient injury.